Event description:
The pt reported the tubing of his insulin infusion set broke at the luer lock. He stated he discovered this when he tried to bolus while he was snowmobiling. He said this incident resulted in him having an elevated blood glucose reading of around 500 mg/dl with his normal range being 130-140 mg/dl. He stated the infusion tubing had been in use about 1 1/2 days. He reported no symptoms and corrected his blood glucose reading by changing his infusion set and bolusing insulin by injection. The pt stated he was not aware of the recall. Company records indicate he was notified of the recall. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The prod was replaced. No prod was requested to be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.